Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The patient was treated with unspecified antibiotics (ongoing) for peritonitis. Pd therapy was ongoing. The cause, hospitalization and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was on continuous ambulatory peritoneal dialysis (capd) and experienced peritoneal cloudy effluent and has not recovered. Should additional relevant information become available, a supplemental report will be submitted.